Event description:
Customer reported the rui is not working and system is displaying a joystick stuck error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the shaft connector on the joystick and replaced the ffb pcb. System operates as intended. This MDR is related to ge healthcare complaint.